Event description:
A hospital in (B)(6) reported to our distributor that during pre-use inspection and testing of an rt105 adult inspiratory heated breathing circuit, the pressure readings dropped 'earlier than usual' during the leak test. This event was detected during initial equipment testing, prior to patient connection. No patient consequence was reported.

Manufacturer narrative:
(B)(4): this is a malfunction that was reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the rt105 breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: the drop in pressure was found to be outside product specifications. Our tests revealed a leak at the junction between the water trap bowl and lid on the expiratory tube of the breathing circuit. We were unable to perform a lot check as no lot information was provided. Conclusion: the water trap in the rt105 breathing circuit consists of a bowl that collects condensation and a lid that can be disconnected for the bowl to be emptied. All breathing circuits are pressure tested for leaks following manufacture and assembly. Those that fail this test are rejected, suggesting that the leak must have developed post-production, possibly during equipment set-up. A leak in the water trap will usually be detected by the ventilator alarming. Our user instructions that accompany the device specifies to the user to check that all connections are tight before use and to set the appropriate ventilator alarms. (B)(4).